Event description:
It was reported that the roller clamp of a solution administration set did not control the flow. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and no issues were noted with the roller clamp. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.